Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. Although the pump did not shut down, it could no longer be guaranteed watertight because the screws no longer held the plastic piece securely. Despite the damage, the customer intended to continue using the current pump for insulin delivery. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump under warranty. They confirmed the shipping address, required a signature for delivery, and provided instructions for returning the problematic pump using a pre-paid label, which the caller understood and acknowledged.